Manufacturer narrative:
Submit date: 5/04/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer stated a (B)(6) female patient had a catheter placed on (B)(6) 2016 into the left internal jugular. On (B)(6) 2016, the catheter migrated out of the patient to the cuff and there was a little bleeding at the insertion site. The customer also stated that there were difficulties when placing the catheter, the radiologist indicated the placement was completed without cortisone medication. It was also stated that as a general practice they normally moisten the cuff so it would adhere better.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A corrective action is not required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.